Manufacturer narrative:
The used device has been returned to angiodynamics, however, the investigation is still ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, patient had bioflo PICC line removed and replaced due to leakage at the extension leg. PICC was placed on (B)(6) 2017. Patient released to home on (B)(6) 2017 with PICC for antibiotics. PICC removed and replaced on (B)(6) 2017. No patient complications reported. The used device has been returned to angiodynamics for evaluation.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (h96560m0224751) in order to ascertain the last three lots shipped to the reporting hospital in the six months prior to the procedure date. A review of the device history records was performed for the identified packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The june 2017 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "catheter leaked - removed." No adverse trends were identified. Visual examination of the returned catheter confirmed a hole/fracture in the extension tubing at the junction with the oversleeve. No manufacturing non-conformance or out-of -specification conditions were observed during the sample evaluation. The ID and od of the catheter were measured and found to meet specification. The location of the fracture on the extension tube, approximately 2mm from the junction with the oversleeve, is not indicative of damage from the insert molding process, but likely to be the result of handling damage, specifically that the tubing was possibly cut by a scalpel during the PICC placement procedure or by scissors during a dressing change. As noted during the review of the directions for use (dfu) item number that is supplied in the reported kit, the following precautions/warnings are stated: " do not use sharp instruments near the extension tubes or catheter shaft. " all bioflo PICC catheters are subjected to 100% in-process visual inspection for damage and/or defects. A guidewire insertion test is performed to ensure lumen patency, and leak testing is performed on all catheters after guidewire verification. ((B)(4)).